Event description:
Md mentioned difficulty deploying 6.0mm filter through delivery catheter. Filter deployed approximately 4-5cm distal to lesion. Successful stenting performed. Unsuccessful attempts to recover filter with recovery end of catheter. Filter would not retrieve. Guide sheath was pushed into stented carotid for more support, this was still unsuccessful. Physician then advanced the guide sheath; this was put into the stent just to the distal segment of the stent. Physician then pulled the microcatheter, the recovery catheter and capture wire out successfully. No patient injury or medical/surgical intervention required. Patient is stable.